Event description:
It was reported that prior to an interventional procedure, suture placement was achieved in an unspecified vessel with the sutures of two proglide devices using the preclose technique. The initial procedural sheath size and the size the sheath was up-sized to for the interventional procedure were not provided. The interventional procedure was completed and reportedly the knot did not advance all the way down to close the artery. This occurred with both preplaced proglide sutures. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Six sterile, unused devices returned for evaluation due to occurrences with difficulties advancing the knot as reported. This is an un-used device return and testing could not replicate/confirm the reported event. The lot history record review and similar incident query is not required as the returned device analysis of the unused device(s) passed testing performed.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.